Event description:
A vantage grab 'n go oxygen cylinder at praxair (B)(6) was knocked roughly against a wall and ruptured through its shoulder. The event resulted in a small flash fire at the point at which the aluminum cylinder was breached, which was quickly self-extinguished once the oxygen was dispersed. The vantage grab 'n go is a class I valve integrated pressure regulating device, which is screwed into an aluminum high pressure gaseous medical oxygen usp cylinder. There were no injuries to any personnel.

Manufacturer narrative:
Based on further analysis by praxair, the company has identified an o-ring that fits between the cylinder and the valve integrated pressure regulating device as potentially contributing to this event, but the company's investigation is not yet complete.